Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and subsequently died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unknown antibiotics (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date during the hospitalization the patient was taken for surgery and the peritoneal dialysis catheter was removed. Three days later, the patient began hemodialysis therapy. On an unknown date during the hospitalization, the patient¿s peritonitis infection went into the blood stream. It was not reported if the hp recovered from peritonitis prior to death. The cause of death was reported to be due to sepsis. There were no overfill events prior to death. An autopsy was not performed. The patient was not using any baxter solutions or disposables at the time of death. The patient died at the hospital. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).